Event description:
In 2007, the lay user/pt contacted lifescan (lfs) another country alleging the one touch ultra easy meter would not power off, and would display the last reading only. The technical service rep (tsr) contacted the pt to obtain and verify info; however was unable to reach her by telephone. The pt noted that on a 'couple of occasions', the reported meter would not turn off and she was unable to test her blood glucose level. On an unspecified date, approx fifteen days earlier at 12:15 pm, the pt attempted to test her blood glucose level, but noted that the reported meter was displaying only the last reading from memory; she was unable to obtain a reading. At that time, the pt was experiencing the symptoms of shaking and lightheadedness. Following the use of the meter, the pt administered self-care by consuming oral glucose. After the glucose treatment, the pt was able to successfully test her blood glucose level and obtained a result of 3.0 mmol/l (54 mg/dl). The pt did not seek medical attention. It would have been helpful to determine if the pt had been able to obtain a blood glucose reading earlier on the day of the event, what meals and medications had been taken prior to the onset of symptoms, the pt's medication regimen, the pt's testing frequency, her expected blood glucose readings, the time of the onset of symptoms, if the pt felt better after consuming the sugar, and if the pt sought medical attention. The customer service rep determined during the troubleshooting telephone call that the pt was incorrectly pressing the buttons on the meter to start a blood glucose test or to turn the meter off. The issue was resolved with troubleshooting and pt education. The meter and test strips were replaced. The pt was incorrectly turning on the meter with the buttons instead of with the test strip. The pt alleged that occasionally, the reported meter would not turn off and she was unable to test her blood glucose level. Info was not provided as to the pt's meter readings, meals and medications prior to the event. It is unknown if this issue had occurred prior to the onset of symptoms. The pt alleged she experienced symptoms suggesting hypoglycemia, and due to the meter issue was unable to test her blood glucose level. The pt administered self-care with glucose to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.